Manufacturer narrative:
Manufacturer narrative: updated sections a1, a2, b5, b6, b7, d4 (serial number and UDI), h6 component codes, health effect - clinical code, device code(s), and type of investigation. Corrected data: section d1 and d4 (model number). Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. Per follow-up with the physician, there is no allegation that this valve failed prematurely. Based on new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 27mm 7000tfx mitral valve implanted for 10 year and 9 months underwent a valve-in-valve procedure due to deterioration with severe stenosis and mild regurgitation. Patient presented with acute on chronic heart failure. The procedure was performed successfully with a 29mm 9600tfx transcatheter valve. There was complications of cardiogenic shock, pericardial effusion, and arrhythmias. The patient left the cardiac catheterization suite hemodynamically stable after CPR and a pericardiocentesis was successfully performed. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted for unknown period of time underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed successfully with a 29mm 9600tfx transcatheter valve.